Event description:
(B)(6) study pt report indicates a deep wound infection. The source of infection is unk. Original treatment was CABG with ti sternal locking plates. Pt underwent debridement and plate removal. This is the 24th of 24 reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Initial report previously submitted on (B)(4) 2011. Duplicate MFR report # noted. F/u report sent on (B)(4) 2011 to correct duplicate MFR report # from 1719045-2011-00032 to 1719045-2011-00532. This is a re-submission of the initial report with the corrected MFR report # 1719045-2011-00532 as per request of FDA.